Manufacturer narrative:
It was subsequently reported that the stent was an everflex self expanding peripheral stent, and dislodged from the delivery system before it entered the body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: image review: the first image is of the shelf carton label. The data on the label matches the reported event. The second image is of a stent on a dark colored catheter. The stent appears to be an everflex stent based on strut pattern and radiopaque marker hoops. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a medtronic coronary stent to treat a lesion. It was reported that the stent dislodged in vivo. No patient injury was reported.